Manufacturer narrative:
Complaint confirmed. Tested returned unit. No mfg parameters found out of spec and original panasonic battery voltage was measured at 2.980 v. Did observe battery icon and booklet icon while strip was inserted icon to appear on the display and give e-4 errors and uom was selectable and was rec'd at mg/dl. Error 015, 0300, and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa 16may2006 letter.

Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.